Event description:
It was reported that suture placement in the left common femoral artery was performed with two prostyle devices using the pre-close technique via a 7f sheath hole prior to an abdominal aortic aneurysm repair (aaa) procedure. The sheath was upsized to an 18f and the aaa procedure was completed. Post procedure, the pre-placed sutures were successfully advanced to the vessel wall and tightened without issue. Although hemostasis was already achieved, the physician opted to use a third prostyle for added security. Reportedly, a cuff miss occurred. Another prostyle was attempted, however, a cuff miss occurred again. A non-abbott device was added to the two pre-closed prostyle sutures to close the access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.